Event description:
The flexor high-flex ansel guiding sheath was inserted into the pt and the procedure went as normal. When the sheath was being pulled out, it was noticed that the sheath had snapped in half and the stainless steel coil was unwound. The sheath broke while in the pt and all pieces were successfully removed. The procedure had been completed and there was no harm to the pt. A foreign object did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) separates is not listed in the instructions for use. Event is still under investigation.